Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing.  As received, the belt receptacle was pulled from the monitor case and missing. The root cause of the damaged receptacle is excessive force placed at the receptacle.  No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.